Event description:
It was reported that the usb port was damaged after the customer fell and the pump battery could no longer be charged. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.